Event description:
The technician alleged that the head hi/low drifts slowly downward over time. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.